Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited loss of capture and low r-wave sensing. Fluoroscopy revealed that the lead had dislodged. The lead was repositioned successfully. Patient was stable.